Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via (B)(6) registry (psr) regarding a patient in a clinical study who was receiving gablofen (mallinckrodt branded) of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity and other non-malignant pain. It was reported that the patient had indicated swelling, redness, warmth at their pump site, and painful to the touch. The clinical diagnosis was a possible post-operative infection. Regarding the implant procedure, the patient had misplaced his post-operative antibiotics. The patient was instructed to present to the emergency department (ed) or urgent care. The programming date from the most recent refill prior the event was (B)(6) 2016. The issue was ongoing. No intervention/action was taken. The event was indicated as not having been related to the device or therapy, but was related to the implant procedure regarding the pump pocket. Additional information was received from a healthcare provider (hcp) via (B)(6) registry (psr). The pump was delivering gablofen 1000 mcg/ml at 299.8 mcg/day and fentanyl 25.0 mcg/ml at 7.495 mcg/day. Additional information was received. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.